Event description:
The rptr stated that they have experienced sporadic events of blood back up through the nusite valve. The valve "will not work to stop blood backflow". No pt injury or treatment was associated with this event.